Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, 10 tubes exhibited insufficient negative pressure. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 investigation summary: bd did not receive any samples or photos for investigation. However, 20 retained samples were subjected to functional tests for low or no draw, and all tubes were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.